Event description:
It was reported to olympus, that the gastrointestinal videoscope had weak air supply and the curved rubber had a scratch. The issue was found during a diagnostic procedure and it was completed with the same device. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that bending section rubber had a scratch. It was also noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The bending section rubber adhesive had a chip and switch 4 had wear. The connecting tube had a dent and switch 1 did not work due to damage. The dots were smudged and connected on the water detection sticker. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected by following the instructions for use which state: instructions, operation manual for gif-1200n, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif-1200n, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.